Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use the bd needle 18x1-1/2 ll eclipse had foreign matter in the fluid pathway. The following information was provided by the initial reporter, translated from portuguese to english. Verbatim: we identified in the institution 2 units of 40x12 needle of lot 9088958 with quality deviation, at the time of opening for use. 1 unit has crumpled tip; 1 unit has foreign body inside lid.

Manufacturer narrative:
H.6 investigation summary: a batch history analysis (DHR), maintenance records and quality notifications were checked, no quality deviation was found, only a maintenance record on the machine that produced this batch. We received samples sent by the client for evaluation, after evaluating the sample, it was possible to observe the presence of foreign matter - plastic component, confirming the complaint for the defect and determine the probable root cause. The hook needle complaint according to the sample sent by the customer, is a mechanical failure of the assembler machine, failure in the cannula that makes the cannula assembly. This equipment failure was corrected by maintenance h3 other text : see h.10.

Event description:
It was reported that prior to use the bd needle 18x1-1/2 ll eclipse had foreign matter in the fluid pathway. The following information was provided by the initial reporter, translated from portuguese to english. Verbatim: "we identified in the institution 2 units of 40x12 needle of lot 9088958 with quality deviation, at the time of opening for use. 1 unit has crumpled tip; 1 unit has foreign body inside lid.¿